Manufacturer narrative:
The customer, supported by a beckman customer technical specialist, performed troubleshooting and replaced the sample probe and the sample syringe to resolve the issue. The customer verified the analyzer returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low patient results with multiple flags on multiple chemistries including sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), glucose (glu), blood urea nitrogen (bun), creatinine (crea), calcium arsenazo (caz), albumin (alb), alkaline phosphatase (alp), alanine aminotransferase (alt), aspartate aminotransferase (ast), total protein (tp) and total bilirubin c (tbilc) involving their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics but shared only the initial results with one patient.